Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system (dxc 600) gave "unrecovered cc (cartridge chemistry) sample probe obstruction" error while running patient samples. Customer reported that they discovered the cc sample probe was leaking. Customer reported that the leak was a small puddle, about 5 ml. Customer reported that they flushed the sample probe and then the dxc 600 gave "cc obstruction detection transducer failure" error. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the sample probe was occluded causing the clot detector to fail. The fse identified a leak coming from the clot detector. The fse replaced the leaking clot detector and the sample probe.

Manufacturer narrative:
(B)(4).